Event description:
International affiliate reported that a customer observed false negative results when testing a sample that contains anti-jkb with resolve panel c lot rc329 (treated to cell #3). No death or serious injury was associated with this incident.